Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the impedance of the left ventricular lead was high and there was difficulty inserting the guidewire. The lead was replaced. There were no adverse consequences reported on the patient.

Manufacturer narrative:
(B)(4). Analysis found that a complete lead was returned in one piece measuring 86.4 cm. Analysis was normal. No anomalies were found.